Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations and the infection allegation was not confirmed.

Event description:
It was reported that the patient had unrelated trauma and presented to a follow up appointment with approximately a centimeter of the electrode eroded through the skin. It was determined that the area was infected. The device and electrode were explanted and replaced as a result of the infection. The device was returned for analysis. No additional patient consequences were reported.

Event description:
It was reported that the patient had unrelated trauma and presented to a follow up appointment with approximately a centimeter of the electrode eroded through the skin. It was determined that the area was infected. The device and electrode were explanted and replaced as a result of the infection. No additional patient consequences were reported.